Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was implanted in the patient. On (B)(6) 2025, the patient had a follow up computed tomography (CT) and it got revealed a leak around the amulet. The patient was prescribed eliquis and reported discharged.

Manufacturer narrative:
It was reported that during the follow up a leak was noted around the amulet device after 6 months of device implant. The patient was prescribed medication (eliquis) and was reported to be discharged. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The review of provided CT was performed and appeared to show the entire appendage filled with contrast suggesting that there was likely a leak at the distal portion of the lobe. Based on the information received, the cause of the reported leak around device could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.